Event description:
Baxter received a complaint for the logix software. Customer reported that when trying to launch logix oe, the customer received the following error: connection to the logix oe server failed logix oe will shut down. They stated that they need to reboot pc (sometimes more than once) to correct the issue. This customer has only one oe/cm server pc. No patient involvement or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported issue of a logix oe error was confirmed. The root cause was identified to be an unattached logix oe database. The logix database was backed up and the computer was rebooted to fix the reported problem.

Manufacturer narrative:
(B)(4). The software was not requested by baxter. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number.